Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tender, feeling strange and product migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of use of device issue, migration of device or device component, pain and ill-defined complaint: indications juvéderm® volift¿ with lidocaine is an injectable gel implant intended for the treatment of any deep skin depressions due to conditions such as premature aging. Juvéderm® volift¿ with lidocaine can also be used for face contouring and volume restoration to correct facial structural defects such as asymmetry, contour deformities, volume loss in the lips, cheeks, chin, lower face¿.. Juvéderm® volift¿ with lidocaine is intended to be used via deep dermis or lips mucosa injection by an authorized medical practitioner. Precautions for use juvéderm® volift¿ with lidocaine is indicated only for intra-dermal injections and injections in the mucous membrane of the lips. Side effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Poor effect or weak filling effect. Any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer. Method of use & posology juvéderm® volift¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Patient reported having an experimental injection with juvéderm volift with lidocaine in the nipples. Patient feels there is something wrong happening. Patient noted that their breast is "very tender" and "feels strange generally." Patient thinks the product has migrated to the breast and "further deep down" into their body.